Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a fragment of the handle remains in the bladder.". The surgeon successfully removed the fragment using a new instrument. No death or (unanticipated) serious deterioration in state of health reported.